Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lightsource had an e101 error message, the spare lamp turned on, and the main lamp was changed shortly before. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction (error 101, error 102, and spare lamp lights up) were confirmed, according to the field service engineer the device was heavily loaded with dust and after cleaning, no more error messages occurred. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.